Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor had an issue. The customer¿s blood glucose level was unknown. The customer reporting that transmitter did not flash green when connected to sensor. The customer states that there was no electrode when she removed sensor from body. Customer was concerned electrode might be stuck in body. The sensor will not be returned for analysis.